Event description:
Dealer states all the hardware and the bottom of the back canes are stripped. No injury or property damage was reported.

Manufacturer narrative:
Follow up to be sent if additional information is received.